Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell leak test and microscopic analysis was performed which identified: striated broken on posterior, sharp opening on diaphragm valve, delamination of the valve, brown particles in the shell, missing shell, wear abrasion and crease fold. Based on the device analysis the final assessment is: a striated broken on posterior assessed as surgical damage. A sharp opening on valve seat diaphragm assessed as an unidentified (tear) opening. A delamination total of the valve (adhesive failure). Creases are observed but have no relationship with manufacturing. Missing shell assessed as inconclusive.

Event description:
Healthcare professional additionally reported "folded and creased." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.